Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient passed away due to a hemorrhagic stroke. Whether the outcome was device or therapy related was not provided by the customer. Pump was not explanted. Additional information is unknown.

Manufacturer narrative:
Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of stroke could not be conclusively determined. Stroke is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Stroke has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information was provided on 29jul2025 that the patient presented to the emergency room (ER) via ambulance on (B)(6) 2025 due to altered mental status. Computed tomography (CT) showed a 5.7 x 3.1 x 3 cm intraparenchymal hemorrhage centered in the right occipital lobe which continued to worsen over the subsequent days, resulting in an 18 mm midline shift and subfalcine herniation. The family made the decision to transition the patient to comfort care. The death was not considered to be device related. The device had operated as expected. The patient had a history of intracranial hemorrhage while anticoagulated with warfarin. Warfarin was stopped. The patient remained off anticoagulation for several years until earlier in 2025 when the patient developed atrial fibrillation, and apixaban was started in lieu of warfarin. Per the site, this change in anticoagulation status may have contributed to the hemorrhagic stroke. The pump was not explanted and would not be returned for evaluation.

Manufacturer narrative:
Section b: updated. H6 - adverse event problem codes updated. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.